Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('other coil perforated uterus'), device dislocation ('one coil was found outside uterus in pelvic wall'), genital haemorrhage ('significant bleeding') and heart rate increased ('significant fast heart rate') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion intervention required) and was found to have heart rate increased (seriousness criterion hospitalization) and uterine leiomyoma ("large fybroid growing outside of uterus"). The patient was hospitalized on (B)(6) 2019. The patient was treated with surgery (in (B)(6) 2019, endometrial ablation, had two surgeries and hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, heart rate increased and uterine leiomyoma outcome was unknown. The reporter considered device dislocation, genital haemorrhage, heart rate increased, uterine leiomyoma and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("other coil perforated uterus"), device dislocation ("one coil was found outside uterus in pelvic wall"), genital haemorrhage ("significant bleeding") and heart rate increased ("significant fast heart rate") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criterion intervention required) with pelvic pain, device dislocation (seriousness criterion intervention required) and genital haemorrhage (seriousness criterion intervention required) and was found to have heart rate increased (seriousness criterion hospitalisation) and uterine leiomyoma ("large fybroid growing outside of uterus"). The patient was hospitalised in (B)(6) 2019 for an unknown duration. The patient was treated with surgery (hysterectomy, in (B)(6) 2019, endometrial ablation and had two surgeries). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, genital haemorrhage, heart rate increased, uterine leiomyoma and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("other coil perforated uterus"), device dislocation ("one coil was found outside uterus in pelvic wall/malpositioned essure"), embedded device ("embedded within the attached anterior endomyometrium."), device expulsion ("embedded within the attached anterior endomyometrium."), genital haemorrhage ("significant bleeding") and heart rate increased ("significant fast heart rate") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, nabothian cyst, endocervicitis, heavy periods and endometrial polyp. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced uterine perforation (seriousness criterion intervention required) with pelvic pain, device dislocation (seriousness criterion intervention required), embedded device (seriousness criteria medically important and intervention required), device expulsion (seriousness criterion intervention required) and genital haemorrhage (seriousness criterion intervention required) and was found to have heart rate increased (seriousness criterion hospitalisation) and uterine leiomyoma ("large fibroid growing outside of uterus"). The patient was hospitalised in (B)(6) 2019 for an unknown duration. The patient was treated with normal saline (sodium chloride), percocet [oxycodone hydrochloride;paracetamol] and ibuprofen as well as surgery (hysterectomy, total laparoscopic hysterectomy, bilateral salpingectomy, in (B)(6) 2019, endometrial ablation and had two surgeries). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, device expulsion, embedded device, genital haemorrhage, heart rate increased, uterine leiomyoma and uterine perforation to be related to essure administration. The reporter commented: date of removal: (B)(6) 2022 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: the endometrium measures 9 mm in thickness. Of note the essure for the right fallopian tube appears to be within the endometrial cavity and does not clearly; extend into the right fallopian tube. The left sided essure device is present within the fallopian tube extending minimally into the endometrial cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2022: medical records received. Reporter information, patient aka name, medical history, lab data were added. Insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.